Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2012 (B)(6); 419478 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient developed a systemic infection and vegetation noted on one of the leads. The implantable cardiac defibrillator (ICD) and leads were explanted and replaced a week later. No further patient complications have been reported as a result of this event.